Event description:
It was reported that the patient experienced blood glucose over 500 mg/dl. A family member reported that patient awoke to find the pump had no power. She stated she rebooted the pump and the display showed a full battery icon. She reported that the battery was not dead and the battery cap was fitting securely without the yellow o-ring being visible. She reported that since the incident, the patient's blood glucose resolved to target and the patient continued to use the pump with no further power loss issues. Customer support reviewed pump history a family member. She stated that the basal history indicated zero units delivered from 5:18 am until 7:06 am which was reportedly not associated with any pump suspends or alarms. This report is made based on the allegation that the patient had an elevated blood glucose following a power loss.

Manufacturer narrative:
(B)(6). The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1, date of submission (B)(6) 2011 - device evaluation: the pump was returned and evaluated by product analysis on (B)(6) 2011 with the following findings: there were no power issues observed in the pump history. The date of the reported power issue was (B)(6) 2011. The pump histories indicate the pump was in use until (B)(6) 2011. There was no data in the pump history from the time of the reported power issue due to continued patient use. No damage was found to the battery compartment. The pump powers on normal with no alarms. The pump was exercised for 24 hrs with no alarms or power issues occurring. The pump was opened and no damage was found to the power circuit.